Event description:
It was reported by service report that the footboard was not working due to the footboard connector pins being pushed up and not making a good connection. The customer could not determine whether there was patient involvement, however no adverse consequences are reported.